Manufacturer narrative:
(B)(4). Occupation: reporter is a j&j employee. Device available for evaluation: the device received. Device history lot, part # 319.006, synthes lot # h363287, supplier lot # h363287, release to warehouse date: 15 mar 2018 supplier: (B)(4). No ncr's were generated during production. Device history batch null, device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Investigation summary: background: it was reported that on (B)(6) 2021, they picked up the borrowed set this morning from the surgery center and the depth gauge was found broken. There was no patient involvement. This complaint involves one (1) device. Investigation flow: damage visual inspection: the depth gauge for 2.0mm and 2.4mm screws(p/n: 319.006, lot number: h363287) was received at us cq. Upon visual inspection, the needle was broken off and it was also returned. The needle was also found to be bent. Document/specification review: 319_006 rev p (current) and rev e (manufactured) were reviewed. 319_006_3 rev e (current and manufactured) was also reviewed. No design issues or discrepancies were identified. Complaint was confirmed. Investigation conclusion: this complaint is confirmed. While no definitive root cause could be determined it is possible that the device encountered unintended forces (during usage or handling at the time of surgery). During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, they picked up the borrowed set this morning from the surgery center and the depth gauge was found broken. There was no patient involvement. This complaint involves one (1) device. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws. This report is 1 of 1 for (B)(4).